Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right atrial lead exhibited noise. The noise was reproducible with arm movement. All lead parameters were normal and stable. No intervention was reported. The patient was asymptomatic.